Event description:
Physician was using a gel mark ultra during a biopsy. Pt felt resistance during deployment of the pellets. When pt withdrew the gel mark ultra applicator from the mammotome biopsy probe, pt observed that the tip had sheared off. There was no patient adverse effect.